Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continues moving forward after the reservoir makes contact and insulin squirts out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the alarm was unable to verify as a result of a cracked end cap. Further testing could not be performed due to the cracked end cap. The device was received with loose drive support disk, scratched lcd window, cracked case display window corner, battery tube threads, reservoir tube and lip, and broken belt clip slot.